Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). (B)(6). Note: after implantation, the patient had a revision with capsule, the healthcare professional adjusted one of her implants. Unknown side. Left side was used as a default implant for surgical intervention. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a mentor smooth round moderate plus profile 325cc on the left breast implant and with mentor smooth round moderate plus profile 350cc on the right breast implant and suffered from bilateral neoplasm malignant, generalized illness symptoms, surgical intervention on the left breast implant. The patient experienced pain, discomfort, lymphoma, muscle pain, brain fog, chronic fatigue, gastro-intestinal problems, upset stomach , hair loss, night sweats, a lump came out of neck, breast is sore on the sides, frequent urination, ringing in ears, non-stop fatigue. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.